Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Investigation / results one 1.25 hex tl,gemlock reten (hxgr1.25) was returned for investigation. Visual evaluation of the as returned product identified signs of significant damage, plastic deformation, and fracturing of the driver tip. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the hxgr1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the tip of the gemlock retention instrument fractured. Doctor finished the procedure using other instrument.